Event description:
Broken: as the main bifurcated stent-graft was difficult to advance from the left common femoral artery as it was caught in the torturous part of the artery, the physician determined to change the access vessel to the right common femoral artery. When the stent-graft was withdrawn, the tip of the delivery system separated from its root and was left in the outer sheath. The outer sheath was retrieved along with the separated tip and removed from the patient. The stent-graft was replaced with another main bifurcated stent-graft to continue the procedure and implanted. Subsequently, the procedure was successfully completed. Operation type: evar for abdominal aortic aneurysm. ((B)(4)). Patient outcome - "no health damage to the patient.".

Event description:
Broken: as the main bifurcated stent-graft was difficult to advance from the left common femoral artery as it was caught in the torturous part of the artery, the physician determined to change the access vessel to the right common femoral artery. When the stent-graft was withdrawn, the tip of the delivery system separated from its root and was left in the outer sheath. The outer sheath was retrieved along with the separated tip and removed from the patient. The stent-graft was replaced with another main bifurcated stent-graft to continue the procedure and implanted. Subsequently, the procedure was successfully completed. Operation type: evar for abdominal aortic aneurysm. (B)(4). Patient outcome: "no health damage to the patient."